Manufacturer narrative:
Product was not returned for investigation. The device labeling indicated the product is not to be used on a man's face. Jaw or neck; therefore, device was used off-label.

Event description:
Customer reported persistent areas of uneven texture and erythema on both corners of lips after treatment with the tria hair removal laser. Customer used otc topical on the affected areas.